Event description:
It was reported that a patient experienced hypotension. During a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a farawave was selected for use. Transeptal and premap was performed, then 36 applications were delivered to the pulmonary veins. The catheter was exchanged to complete a post-map and after 3-5 minutes the patient became hypotensive. Pacing was not capturing the atrium and no effusion was noted. Chest compressions with epinephrine and atropine were given to the patient and within a few minutes the patient was stable. The procedure continued and a watchman device was implanted. No further issues were noticed. The physician confirmed at the end of the procedure that no effusion had occurred. The patient was left intubated and taken to the intensive care unit for recovery and observation. The physician commented that the event was embolic. The patient was still in observation on (B)(6) and slowly recovering. It was further reported that the patient was successfully discharged from the hospital. A cva and MRI were performed, however the results have not been released.

Manufacturer narrative:
Additional information added to b5: describe event or problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced hypotension. During a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a farawave was selected for use. Transeptal and premap was performed, then 36 applications were delivered to the pulmonary veins. The catheter was exchanged to complete a post-map and after 3-5 minutes the patient became hypotensive. Pacing was not capturing the atrium and no effusion was noted. Chest compressions with epinephrine and atropine were given to the patient and within a few minutes the patient was stable. The procedure continued and a watchman device was implanted. No further issues were noticed. The physician confirmed at the end of the procedure that no effusion had occurred. The patient was left intubated and taken to the intensive care unit for recovery and observation. The physician commented that the event was embolic. The patient was still in observation on may 2nd and slowly recovering.